Manufacturer narrative:
The systems operators manual states: system message codes (sm) system messages are displayed in a popup window. These messages are displayed when the system detects a condition that is not met and requires partial elements of the system to shut down in a safe state. The partial shutdown cannot be reversed until the next power cycle. The system performs the following actions when an error is detected. The system was examined and the reported "shut down" was replicated. The battery was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 25, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming battery. However, how or when the battery became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a glaucoma shunt and pars plana vitrectomy procedure, the system shut down. The glaucoma shunt portion of the case was completed, however, the vitrectomy portion of the case could not be performed. Additional information has been requested.

Manufacturer narrative:
(B)(4).